Manufacturer narrative:
(B)(4). The evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. The monofilament was not returned limiting the scope of this investigation; therefore, the reported suture break could not be confirmed. The guide tube was peeled and there was no abnormal observation that could have contributed to the reported event. Contributing factors for a suture break included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. A suture break may occur if the plunger is remove aggressively, use of excessive suture tension when advancing the knot and if the knot is locked when the wrong end was pulled during knot advancement. In process testing to verify function and quality of the lot specifications were met. Based on this investigation, there is no indication of a product quality deficiency. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, this is a diagnostic procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4).